Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had driveline power fault an alarms. The event log file recorded driveline power fault an alarms on (B)(6) 2026. Motor function was not affected by this event. The system controller and modular cable were exchanged to troubleshoot the alarm. The site also reported a controller fault. Log files post the exchange showed that the driveline fault did not return. Images of the connectors were also submitted and technical services responded that they were clean, so further action was not needed at this time.